Event description:
It was reported that the patient was admitted to the emergency room due to not feeling well. Oversensing during a manual impedance test was noted. Lead remains in use. No patient complications were reported as a result of this event. It was later reported that the managed ventricular pacing (mvp) was programmed off and the atrial-ventricular (av) delay was programmed to 350 milliseconds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was reviewed and revealed that there were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the emergency room due to not feeling well. Oversensing during a manual impedance test was noted. Lead remains in use. No patient complications were reported as a result of this event.